Event description:
It was reported that during the procedure, the physician received an error message "fiber port overheat." They were unable to clear the error and the case was completed with a "turp." Patient outcome: "not provided."